Manufacturer narrative:
Follow-up #1: date of submission 11/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2016 with the following findings: a review of the black box did not indicate any power issues. There was no damage found to the battery cap and the battery cap was able to attach securely to the pump. The battery compartment was found to be cracked and there was corrosion in the battery compartment. Leak testing revealed a battery compartment leak. The pump powered on normally with no alarms. The pump successfully completed rewind, load, and prime steps and a 24 hour duration test with no power interruptions occurring. The pump casing was removed and no defects were found to the power circuit. No additional moisture was found inside the pump. The complaint of a power issue could not be duplicated on investigation.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. There was reportedly damage to the battery compartment and moisture/corrosion inside of it. There was no indication of damage to the battery cap and the battery cap was replaced approximately 1 to 3 months ago. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.